Manufacturer narrative:
Deflation reported as the reason for explantation. Device discarded by the surgeon.

Event description:
Deflation resulting in explantation.

Event description:
Alleged deflation.